Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, a break in aseptic technique occurred, described as "the patient made a mistake". On (B)(6) 2010, the patient was hospitalized for peritonitis. On (B)(6) 2010, the patient began remedial therapy with amikacin (125 mg daily, intraperitoneal (ip)) and fortum (500 mg four times per day, ip). It was unknown whether the peritonitis resolved, and it was not reported whether the patient was retrained in aseptic technique. Pd therapy was ongoing, as was remedial therapy with amikacin and fortum.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.